Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be delivered in a follow-up-report.

Event description:
It was reported that the evita 4 performed several warmstarts during operation. The patient had to be ventilated with an ambu breathing bag. No injury reported.

Manufacturer narrative:
For the investigation the logfiles and the replaced mixer cartridge were analyzed in (B)(4). The described issue could be confirmed. The root cause was the faulty mixer cartridge. The device reacted as specified by generating optical and acoustical alarms and initiating a warmstart. During a warmstart the evita opens the airway system to allow spontaneous breathing. In case the conditions for the warmstart are still present after the warmstart, the warmstart will be repeated. The replacement of the mixer cartridge solved the problem.

Event description:
Please see initial-report.